Event description:
The company was informed that after initial implant surgery an x-ray was taken revealing that the electrode array was outside of the cochlea. Reposition surgery was performed. An x-ray taken after the reposition surgery showed that the electrode array was in a correct position. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.